Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional informationwas received from a manufacturer representative (rep) on 2018-dec-06. The rep indicated that the patient first noticed the loss of therapy/stimulation when changing position on (B)(6) 2018. The issue has been resolved. The rep confirmed this information with the patient on 2018-dec-03. They have not had any interruption in therapy. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that on (B)(6) 2018, the patient experienced a loss of pain relief. The rep interrogated the ins and reviewed the date from (B)(6) 2018. There was no usage on that date and the ins charge was noted to not be the issue. It was unknown why the therapy turned off by itself. It was also reported that the patient's therapy had turned off on three different occasions when the patient was changing positions to a recline position. When they couldn't feel stimulation they checked their settings and found it to be at 0.0 milliamps (ma). The rep explained that the patient was going to set their adaptive stimulation (as) settings at home, and must not have set the recline position properly because on 2 of the 3 programs the recline position was at 0.0 ma. On (B)(6) 2018, the rep checked the patient's as settings and made sure the recline positions got programmed. It was suggested to the patient to document any further occurrences of loss of pain relief and loss of therapy in order to determine if there is a trend so it can be investigated further. The rep reported they would follow up with the patient to see if the issues have resolved. They will provide an update once they get additional information from the patient. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-nov-18. The rep indicated that the patient first noticed the loss of therapy/stimulation when charging positions in (B)(6) 2018. The issue was resolved. The rep checked their response with the patient. No further complications were reported/are anticipated.